Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly calcified lesion in the mid ramus artery. After placement of a 6-french non-abbott guiding catheter, a balanced middle weight (bmw) universal ii guide wire was placed, followed by pre-dilatation with a 2.5x12mm nc trek balloon dilatation catheter (bdc). The 2.5x28mm device was advanced to the target lesion without issue; however, the device failed to inflate and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.5x28mm device was used to successfully complete the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, the device was returned with the distal shaft outermember separated at the proximal seal.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be tested because the proximal seal was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issue or proximal seal break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) universal ii; guide catheter: ebu 3.5 (6-french). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the us.